Event description:
On (B)(6) 2012, it was reported that the check button on the patient's infusion device was intermittently not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics and the buttons. The damages led to electronic errors. The shutdown/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress. The problem mentioned by the customer is related to careless handling of the product.